Event description:
It was reported that following implant of the left ventricular lead, the patient was experiencing shoulder pain. A pneumothorax was noted at the site of system implant. It was thought that one of the recently implanted leads had caused a perforation. The patient received oxygen therapy and the pneumothorax diminished.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.